Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0213764968, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: 0213764968, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 8781, lot# 0214680900, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: (B)(6)2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient who was receiving lioresal and compounded baclofen at a concentration of 2000 mcg/ml and a dose of 600.7 mcg/day via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that the patient had a subacute increase of spasticity and spontaneous movements. On (B)(6) 2018 diagnostics were done including a catheter access port (cap) contrast study, "bolus in pump," aspiration, and increase of basal dose, and all had "temporary good results. The device diagnosis was catheter occlusion and the clinical diagnosis indicated there was a curl on the axillary course of the catheter and a small nick on the brachial part of the catheter. It was indicated that the etiology of the event was related to the device or therapy and not related to the implant procedure. The event resulted in in-patient or prolonged hospitalization, emergency room visit, urgent care visit, and unscheduled clinic/office visit. The pump and catheter were revised and replaced on (B)(6) 2018. The outcome of the vent was resolved without sequelae. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that as of (B)(6) 2018 the pump was delivering baclofen [2000 mcg/ml] at a dose of 1118.3 mcg/day which was decreased to a dose of 1090 mcg/day on (B)(6) 2018.

Manufacturer narrative:
Patient's age as of (B)(6). Patient's weight as of (B)(6) 2017. Concomitant medical products: product ID: 8781, lot# 0214680900, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was indicated that the previously reported curl and nick in the catheter were the wrong information, and that the only known information was there was probably an obstruction in the catheter. The location of the catheter obstruction was unknown and the cause of the catheter obstruction was not identified. It was noted the devices would be returned for analysis.